Event description:
It was reported that the patient presented in clinic for the first time since implant. Upon interrogation, the right atrial lead exhibited poor p-wave measurements and intermittent capture at high outputs. Chest x-ray confirmed lead dislodgement. No intervention performed. Possible lead revision was discussed during the next generator change out. Patient was in stable condition.